Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced an insulin flow block alarm event on (B)(6) 2026. The blood glucose level was 269 mg/dl and the patient was treated with insulin pump. The insertion site was abdomen. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.